Event description:
During deployment of an AED, the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Currently pending evaluation of the patient use incident. Device manufacture date: 02/01/2009.